Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon ruptured. The procedure was completed with another device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure and no leaks were noted. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10mm x 3.50mm flextome cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured. The procedure was completed with another device. No patient complications reported.